Event description:
It was reported that during a superficial femoral artery (sfa) angioplasty procedure, a shaft break occurred. The 60mm to 70mm totally occluded, mildly calcified lesion was located in the non-tortuous 6mm right sfa. Contra-lateral access was obtained via the left groin and another MFR's 6fr introducer sheath was placed. The ultra-thin diamond balloon catheter was advanced with unspecified difficulty to the lesion for pre-dilatation. The balloon catheter was inserted into the distal portion of the lesion and, on an unspecified inflation, the balloon was inflated to 8atms. It is unk how many inflations were made and to what atms the balloon reached on each inflation, however, it was noted that the balloon was able to be completely deflated. Upon attempting to remove the device, the balloon catheter was unable to be withdrawn into the sheath. The physician applied significant force to the device, however, the shaft of the balloon catheter broke. Both pieces of the balloon catheter and sheath were able to be successfully removed from the pt as a unit. The physician placed an unspecified 8fr sheath and another of the same device was used to successfully complete the procedure. The pt's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.